Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a promus premier select 16 x 3.00mm stent delivery system (sds) was returned for analysis: an examination of the crimped stent identified distal stent damage with the stent struts lifted from the crimped position. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 19may2021. It was reported that failure to cross a lesion occurred. The 3.0x16mm target lesion was located in the moderately tortuous left anterior descending (lad) artery. A 16 x 3.00 promus premier select stent was advanced, but could not cross the lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient's status is stable. However, the device returned and analysis revealed stent damage.